Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal drug (drug name, dose, duration, and frequency not reported) for the event. At the time of this report, the patient had recovered from the event. Dianeal therapy was ongoing. No additional information is available.